Event description:
Information received by medtronic indicated that the pump screen was damaged and not readable. The damage occurred after pump was dropped on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.